Event description:
New information received indicated that the device was reprogrammed. The patient was fine.

Event description:
It was reported that a merlin.net transmission revealed non-sustained right ventricular oversensing episodes during ventricular tachycardia. Additionally, it was reported another oversensing episode was exhibited due to competitive pacing, including ventricular safety standby. The device remained implanted. No patient symptoms were reported. No further information was available.

Manufacturer narrative:
(B)(4).